Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects (white foreign material) in the air-water cylinder and the air-water tube. Also, there was a scope error (e237) along with no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. However, it is likely the following led to the malfunction: the foreign material was possibly not removed completely even if the reprocessing steps were conducted properly. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of scope error occurs with no image is due to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.